Event description:
Reportedly, the device displayed the patient ECG as artifact and dashed lines. Power was cycled and connections were checked. Proper operation was then observed and patient monitoring was completed without further incident.